Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). As of (B)(6) 2015, ventricular sensing integrity counts were up to 529. Ventricular-non-sustained episodes with evidence of lead noise oversensing. Additionally, analysis indicated the right ventricular lead integrity alert. The right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's lead showed non-sustained ventricular tachycardia episodes, sensing integrity counter (sic), and noise at follow up. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.